Event description:
Pt received pt-specific total temporomandibular joints in 2007. This pt appears to have developed an allergic reaction to the implants.

Manufacturer narrative:
Add'l model and lot#'s: model crmcp (lot 11872), model cfel (lot 11869), model clmcp (lot 11873).